Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, the following microbes were detected from the sample collected from the subject device. [First time; (B)(6) 2020] all channels: serratia marcescens (12 cfu), pseudomonas aeruginosa (23 cfu), stenotrophomonas maltophilia (10 cfu) [second time; (B)(6) 2020] all channels: citrobacter freundii komplekset (>4 cfu) [third time; (B)(6) 2020] all channels: serratia marcescens (136 cfu), achromobacter xylosoxidans (32 cfu), citrobacter freundii komplekset [fourth time; (B)(6) 2020] all channels: serratia marcescens (6 cfu) the device had been reprocessed with a non-olympus automated endoscope reprocessor, medivators advantage, using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information.the subject device has not been returned to omsc but was returned to olympus europa (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing.as a result of the testing, no microbe was detected from the sample collected from the distal end and the suction, the air/water, the elevator channels of the device.the testing result cleared the (B)(6) guideline.after the additional microbiological testing, oekg evaluated the subject device and confirmed that the bending section rubber was broken.the exact cause of the reported event could not be conclusively determined at this time.if additional information becomes available, this report will be supplemented.